Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 419588 lead, (B)(6) 2010; mdt-lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient developed a re-infection of the pocket. The implantable cardiac defibrillator (ICD) and ventricular leads were explanted and replaced. The atrial lead remained implanted. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.